Event description:
The customer reported that the 7900 system displayed a communication error message and would not boot up. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The monoblock generator was replaced, and the system was calibrated. The system was tested and is operating as intended.